Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) amia automated pd set with cassettes were damaged. It was further described as ¿the heater bag lines that have cuts in them¿. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: four (4) samples were received for evaluation. A visual inspection was performed with naked eye with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.